Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and no recurrence of the malfunction code was observed. The customer was informed to continue using the pump and to reach out if any issues reappear, which the customer understood and acknowledged.